Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, but received no further information regarding the reported event. No devices were returned from the user facility for evaluation associated with this report. As part of the investigation into this matter, olympus reviewed the customer's equipment inventory and identified two colonoscopes of the same model of the subject device. One of three units bore serial number (B)(4) and the other (B)(4). The instrument history of each of these devices were reviewed, and were determined to have last been serviced by olympus in (B)(6) 2009 respectively. The exact cause of the user's report could not be conclusively determined. This report will be supplemental if additional significant information becomes available at a later date. This report is being submitted as a medical device report in a abundance of caution.

Event description:
Olympus received a voluntary medwatch report number (B)(4) that stated, "during a routine screening colonoscopy, a small plastic ring (.5cm in diameter) came off of the scope itself. It was identified in and retrieved from the colon, with no adverse effect on the patient. The scope, which had been last inspected that same day, was removed from service and set for further inspection and repair."